Manufacturer narrative:
Product image analysis: an image shows a lesion in the proximal rca. A balloon is delivered to the lesion and inflated. The next images appear to show a dislodged stent on a guide wire. There is no delivery visible and no images showing the stent dislodging. A balloon is used to jail the stent to the vessel wall. Further inflations of a balloon are used to jail the stent to the vessel wall. A stent is delivered to the location of the jailed stent. The stent is deployed against the jailed stent. Another stent is delivered to the location of the jailed stent and deployed inside the previously deployed stent. A contrast image shows the treated rca which appears to have good flow as shown by the path of contrast through the vessel a. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent. The device was inspected with no issues noted. Negative prep was performed without issue. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to/at the lesion. The dislodged stent was crushed against the wall of the artery. The patient is reported to be alive with no further injury reported.

Manufacturer narrative:
The device passed through a previously-deployed stent. The inflation device remained on neutral pressure during delivery of the device. Resistance was encountered when advancing the device. If information is provided in the future, a supplemental report will be issued.